Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected. The event was further described as during a blood draw from the patient¿s central line ¿the syringe popped off the one-link connector on its own and fell onto the floor.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.